Manufacturer narrative:
Device was used for treatment not diagnosis. Article listed patient age as 18 to 80 years old. The study group comprised 11 men and 6 women. ¿mixing implants of differing metallic composition in the treatment of upper-extremity fractures.¿ acevedo, d., itamura, j., lee, b., loy n., and omid, r. (2013) 36:pp. 1175-1179. This report is for an unknown screw. This article has been amended to include a factual correction. An error was identified subsequent to its original printing (2013;36[9];e1175-e1179), which was acknowledged in an erratum printed in 2014; 37(2);77. The online article and its erratum are considered the version of record. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article "mixing implants of differing metallic composition in the treatment of upper-extremity fractures." Acevedo, d., itamura, j., lee, b., loy n., and omid, r. (2013). A retrospective review was performed between january 2002 and october 2009 on 17 patients with upper-extremity fractures fixed with metal implants of differing metallic compositions. Average patient age was years 47.1 years (range, 18-80 years). The study group comprised 11 men and 6 women with a total of 8 clavicles, 2 proximal humeri, 3 distal humeri, 3 olecranons, and 1 glenoid fracture with an average follow-up 10 months were reviewed. The primary endpoint was fracture union, all fractures healed. Each patient had the combination of stainless steel and titanium plates placed in close proximity on the same bone, the metal plates were stainless steel mini-locking plates (modular mini lcp system; synthes; all fractures healed and no nonunions occurred. One patient (B)(6) years of age with a clavicle fracture experienced screw backout, which did not affect healing, the comorbidities for this patient was parkinson's disease. This is report 1 of 1 for (B)(4).